Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 38 89-28, lot# va00sw8, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: va00sw8, ubd: 04-jun-2016. (B)(4) are for the lead. (B)(4) is for the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was doing well with symptom relief until the battery died approximately 1 month prior. Open circuits were discovered when the new ins was being plugged in. Impedance check was performed intraoperatively. When the battery was being replaced, it was discovered that the lead was fractured. Over 4000 ohms on all electrode combinations and zero motor responses were seen. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the open circuits, high impedance and the fractured lead was not determined. The replacement of the device resolved the issue of the open circuits, high impedance and the fractured lead. The patient's weight was unknown. The provided information was confirmed with the physician/account